Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited noise and a capture threshold anomaly during atrial testing. No patient symptoms or additional information was reported.